Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury and no fragment fell into the patient. The procedure was completed with a back-up instrument with a delay less than 30 minutes. The device was returned on 01/27/2025.